Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to loose drive support disk. It was not possible to verify a motion sensor test failure alarm due to motor error alarms on the insulin pump. It was not possible to verify the motor position encoder error in the alarm history due to erased history file as a result of the displayable history crc check failure. The displayable history crc check failure alarms were due to a corrupted history file. There were no unexpected displayable history crc check failure alarms during testing. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners. (B)(4).

Event description:
Customer reported via phone call motor position encoder error message on the insulin pump. Customer's blood glucose level was 89 mg/dl. Customer advised they received a motion sensor test failure alarm first then they received the motor position encoder error alarm. Troubleshooting for the motor error/motor position encoder error on the insulin pump was performed. Customer declined to troubleshoot for the motion sensor test failure alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.